Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the left ventricular (lv) channel. In addition, high pacing thresholds were noted on the right ventricular (rv) lead and left ventricular (lv) lead. The patient felt light headedness. Technical services (ts) recommended reprogramming options. No additional adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) on the left ventricular (lv) channel. In addition, high pacing thresholds were noted on the right ventricular (rv) lead and left ventricular (lv) lead. The patient felt light headedness. Technical services (ts) recommended reprogramming options. No additional adverse patient effects were reported. This crt-p remains in service. Additional information indicated that reprogramming was performed, and the patient remained under monitoring. No adverse patient effects were reported. This device remains in service.